Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece for analysis. Additional findings unrelated to reported event: visual inspection of the partial lead found a full breached outer insulation degradation noted at 4.5cm from the connector pin. Sign of procedural damage to the outer insulation was noted at the same location.

Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Corrected data: initial implant date inputted in d6a field.